Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that inappropriate therapy was observed on a ventricular tachycardia (vt) episode. Programming recommendations to discriminators were made since atrial events were falling into the blanking period, leading to a ventricular greater than atrial rate. There were no reported patient consequences.